Event description:
It was reported that a malfunction occurred with code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily injections as a backup therapy.